Event description:
Customer reported via phone call that she experienced blood glucose over 300 mg/dl the night before. The customer changed the infusion set and treated with a bolus and blood glucose dropped 50 points but in the morning she woke up and blood glucose was again over 300 mg/dl. She changed the infusion set again and found the cannula was bent. Blood glucose went up to 449 mg/dl. Proper insertion technics were discussed and infusion sets are being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.